Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.the actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Material#: mz1000-07. Batch#: 24015458, 24025568. It was reported by the customer that the inserted nexiva single port pivs into patient. Connected primed maxzero with a flush attached to the hub, flushed catheter, before disconnecting the catheter notice blood refluxing into the catheter. The rn got a new mz, preprimed and flushed again and it did not happen upon disconnection. They have identifed one lot in which this has happened several times. Please contact manager for exact number. Verbatim: vat team nurses inserted nexiva single port pivs into patient. Connected primed maxzero with a flush attached to the hub, flushed catheter, before disconnecting the catheter notice blood refluxing into the catheter. The rn got a new mz, preprimed and flushed again and it did not happen upon disconnection. They have identifed one lot in which this has happened several times. Please contact manager for exact number. Comments on 25/04/2024. I spoke with our rep and I would like to pause this complaint for a minute. I think the issue we are seeing is from the saline flushes and not the maxzero but need more time to confirm. Comments on 03/05/2024 24015458. 24025568. No patient harm I have the product I can send to you.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that before disconnecting the catheter blood was refluxing into the catheter. Three samples of maxzero connector mz1000-07 were received for quality investigation. Visual inspection of the samples received did not indicate any damages or abnormalities. A fluid push was then conducted to flow fluid through the maxzero connectors to see if there was any resistance or occlusion in the products using a 10 ml syringe with water. There were no occlusions noticed during the testing of the samples. A PICC line was then attached to the maxzero samples and a fluid push was again conducted to see if the fluid would flow back through the PICC line and out of the maxzero connector. No fluid reflux was identified during the testing. The customer complaint of flow issues - fluid blockage could not be replicated. A root cause could not be determined because the reported failure could not be replicated. A device history record review for model mz1000-07 lot number 24015458 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.